Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa).approximately 2.5 years post initial procedure, a type 3a endoleak with device separation was identified. An intervention was completed. The physician elected to implant an infrarenal stent graft extension on (B)(6) 2016 to treat this event. This event was identified while investigating another event and was not originally reported in 2016.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type 3a endoleak with device separation was identified. An intervention was completed. The physician elected to implant an infrarenal stent graft extension on (B)(6) 2016 to treat this event. Note: this event was identified while investigating another event and was not originally reported in 2016. Additional information received per clinical assessment confirming that a type ii endoleak with aneurysm sac growth of 8.5mm were also present at the time of the reported event.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiia endoleak of the aortic components with component separation was confirmed. This event is most likely anatomy and user-related due to the off-label neck anatomy at 5mm length (IFU requirement is greater than or equal to 15mm) with a proximal aortic angulation of 61 degrees (requirement is less than or equal to 60 degrees). In addition, the present aortic remodeling likely contributed to the type iiia endoleak. The clinical evaluation also determined that there was evidence to reasonably suggest aneurysm sac growth of 8.5mm and a type ii endoleak (non-device-related failure) of the lumbar artery occurred that were not included in the event as reported; the sac growth was during review of the undated CT scans. The procedure-related harms of the event could not be determined, and the final patient status post secondary endovascular procedure was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. H6 device code; remove 3190. H6 result code; remove 3233. H6 conclusion code; remove 11.